Manufacturer narrative:
Balt USA reference#: (B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed the raptor 71 128cm unit and associated ballast 90cm unit was included with the device return along with the saline flush syringe used; we observed no visual damage along the returned ballast unit; we noted upon return, the unit was flushed multiple times with no abnormalities observed; we noted the returned raptor unit was able to completely advance through the returned ballast unit with no resistance; we attempted to flush the returned units with the raptor inside of the ballast unit; we noted the system was difficult to flush, however some of the flush was able to exit the distal end of the ballast while the raptor was inside. We noted when an in-house raptor unit was used while flushing the returned ballast unit, the system was able be flushed without issues. Root cause of the reported issue can likely be attributed to the damage found along the returned raptor unit, however this associated ballast unit does not appear to have contributed to the reported issue. Upon return of the device, the returned ballast unit was inspected and found with no visual damage throughout the entire length. Further testing of the returned devices was performed to attempt to recreate the reported issue. While the raptor unit was inside of the returned ballast, the system was difficult to flush using the returned saline syringe. During our analysis we replaced the returned raptor unit with an in-house unit and found that system was able to be flushed without issues using the same returned ballast unit and returned saline syringe. Based on our observations, it is likely that the damage sustained by the returned raptor unit contributed to the difficulties encountered while attempting to flush the system. As the lot number associated with the implicated unit was unable to be obtained, a review of the manufacturing records could not be performed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "acomm aneurysm, used a ballast 80 with a raptor 71 128cm as an intermediate support catheter. We used the included check flo valve that came with the ballast 90 and used the raptor 71 128 inside the ballast 90. We were unable to inject inside the ballast with the raptor inside the ballast and the drip line on the check flo valve was at the highest pressure and no dripping. The gap should be sufficient for runs and drip especially in the body. This led to clot formation at the end of the raptor in the patient and caused the a1 and ica term to clot off. After removing both products out of the patient I tried to inject around the raptor in the ballast 90 and I was unable to get anything to run through. Pls advise as to why we did not have room to inject." Update 17jun2025: additional information received from the issuer: "1. The description mentions "acomm aneurysm, used a ballast 80 with a raptor 71 128cm as an intermediate support catheter.", can you confirm if this was just a typo or if an additional ballast 80 was used? Ballast 80 with raptor 71 128cm was the set up for access. Following the clot formation and mentioned "immediate integr. Drip and ia injection", was there any additional intervention performed by the physician to address the situation? No. What is the patient's current status, and were any symptoms or harm endured by the patient? No they're stable. Were any additional devices/accessories used within the ballast or raptor unit prior to experiencing the issue of not being able to inject? Nothing else was used in the ballast. Only the raptor was used in it. Was any damage observed along the ballast or raptor unit prior to use? None."